Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue with the peritoneal dialysis (pd) transfer set which resulted in peritonitis. The connection issue was further described as, ¿the extension was not screwed correctly¿. This occurred while changing the patient¿s transfer set. On the same day as the connection issue, the patient¿s transfer set was replaced. Three days later, the patient was hospitalized for peritonitis. It was not reported if the patient was treated for peritonitis. The patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage, and clamp function testing were performed with no issues noted. Integrity of seal surface testing was performed; the transfer set patient adapter was connected to a laboratory titanium adapter and leak tested with no issues observed. The returned sample met specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.